Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) study it was reported in-stent restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition as stable angina with silent ischemia. The patient was found to have abnormal fractional flow reserve and stress test or imaging stress test indicating ischemia prior to procedure. Subsequently, the index procedure was performed. Target lesion #1 was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 33 mm long with a reference vessel diameter of 2.7 mm. The lesion was treated with pre-dilatation and placement of a 2.5 x 38 mm study stent. Following post-dilatation, the residual stenosis was 0%. Two days after, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient presented with the complaints of chest discomfort and was hospitalized on the same day for further evaluation. Coronary angiography revealed 75-90% in-stent restenosis (isr) of the study stent in the proximal lad. On the following day, the isr was treated with balloon angioplasty with 25% residual stenosis. Post-operation, the patient had experienced mild chest discomfort which was treated with nicorandil. The next day, the patient was discharged.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that in january 2018, follow-up core-lab angiography finding of prox lad noted absence of thrombus as well as aneurysm. However, core lab noted presence of isr pattern 2. Revascularization included tlr.